Event description:
It was reported that during patient use, the ventilator missed to deliver breaths three times. The ventilator was in use on a patient at the time of the event occurred. There was no report of patient harm or injury as a result of the event.